Event description:
It was reported that a cartridge alarm 30 occurred during basal delivery. Customer's blood glucose was 300 mg/dl. A new cartridge was successfully loaded, and customer resumed insulin therapy.